Manufacturer narrative:
Medical device expiration date: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6195543, medical device expiration date: unknown, device manufacture date: 07/13/2016, medical device lot #: 6245990, medical device expiration date: unknown, device manufacture date: 09/01/2016. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd vacutainer® one use holder separated from the needle. No report of serious injury or medical intervention.